Event description:
I had essure coils inserted (B)(6) 2010. I immediately vomited and experienced low blood pressure. For approximately 4 days after the insertion, I was in such terrible pain that I could not walk upright or sleep. Within a month of the placement, I developed painful bloating, weight gain and continual abdominal cramping. My lifelong eczema troubles skyrocketed and I developed ibs. Six months after having them placed, I had to have a full hysterectomy to remove them.